Event description:
The customer reported that the lateral images did not displayed clear. The images were black. The customer adjusted the contrast and brightness, but it was not clear. They set it to a manually adjusted kv and ma, but still it was not clear.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number.